Event description:
It was reported that a patient underwent a lower extremity interventional procedure via the moderately calcified left common femoral artery and a sheath had been left in place at the groin site. The patient had been monitored during the hospital stay and reportedly, 22 hours post-procedure the patient had some tissue tract oozing and the starclose se device was used. On (B)(6) 2012, at discharge, some ecchymosis/bruising was noted in the left groin. The size was indicated as 6.5cmx4cm and the site was monitored, without indication for treatment. The ecchymosis/bruising was stable upon discharge. There was no reported adverse patient sequela. The physician commented that access to the femoral artery during the index procedure was somewhat difficult due to the calcified nature of the vessel. The physician indicated the cause of the ecchymosis was due to multiple factors, including local tissue disruption associated with prolonged sheath exposure, lytic therapy, heparin therapy and reduced platelets. The physician does not believe the starclose se clip could have caused or contributed to the ecchymosis. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - the starclose se instructions for use state under precautions do not deploy the clip in areas of calcified plaque. It is indicated that the device clip applier was discarded and the clip remains in the patient; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided and the clip applier was not returned. Based on the information reviewed, there is no indication of a product deficiency.